Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than 6 months post implant, the implantable cardioverter defibrillator (ICD) system was removed due to partial erosion of device through the skin and assumed pocket infection. No replacement was planned. No further patient complications have been reported as a result of this event.